Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided it is confirmed that foreign material adhered in air/water-cylinder and air/water-channel from provided photos by (sales) service business center. However, the cause of the material remaining in the device could not be determined and the root cause could not be identified. There was no deformation at the location where the foreign material was detected. It is unknown whether there was deviation from the IFU during customer reprocessing. The events can be detected and prevented by following the device instructions. Cf-hq1100dl/I operation manual lists detection methods in chapter 3 preparation and inspection. Cf-hq1100dl/I reprocessing manual lists prevention methods chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the air/water tube and air/water cylinder. There were no reports of patient involvement.